Manufacturer narrative:
The reported failure "temp error" occurred during use and the customer decided to replaced the unit with another one. The affected rotaflow console (rfc) with s/n (B)(6) was sent back to manufacturer for investigation and testing together with the rotaflow drive with s/n (B)(6). The rfc was received on (B)(6) 2021 and during investigation by the service department on (B)(6) 2021 the reported failure "temp error" could not be reproduced. The rfc was tested with the associated rotaflow drive. The rf flow measure pcba (701011681) was replaced as a precaution. After functional test at getinge service department on (B)(6) 2021 the device was sent back to the user. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. However the failure mode "temp error" can be linked to the following most possible root causes according to our risk management file (dms#(B)(4)): overtemperature condition in the device, e.g.: increased heat generation due to short circuits. Defect battery. Heat accumulation. Heat generation due to motor blockage. Device used out of specification. Charging of battery. In order to avoid the reported failure it is described as follows in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning only operate the rotaflow system within the specific technical and ambient conditions ("ambient conditions"). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that during use the temp error occurred on the rotaflow console. The customer replaced the unit with another one. No indication of actual or potential for harm or death reported. Complaint ID:(B)(4).